Event description:
It was reported that pt underwent total knee arthroplasty in 1996. Subsequently, pt developed pain and loosening as a result of work related event. Revision total knee arthroplasty was performed in 2005 where patella and femur were discovered to be loose. All components were removed and replaced.